Manufacturer narrative:
Film evaluation results are: the exact type and cause of the endoleak seen during the implant procedure could not be conclusively determined from the films provided. The CT's during the implant procedure were not provided; the anatomy information near the area of endoleak could not be assessed. Although a type iii fabric endoleak cannot be ruled out, this appeared most likely to have been an acute type IV blush endoleak from the bifurcate caused by fabric porosity. Other factors such as heparin dose, outflow resistance, and volume of the aneurysm sac¿s may have also contributed to this type IV endoleak.

Manufacturer narrative:
Film evaluation results are: the exact cause of the acute type iii fabric endoleak could not conclusively determined from the pre-implant 3d recon report provided. The films during the index procedure, films that showed the type iii fabric endoleak and relining of the limb were not provided. Note: the MDR was initially submitted on 08/25/2016. Acknowledgment 2 was received on 08/25/2016. The report needs to be resubmitted as it was not processed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a 53 mm in diameter abdominal aortic aneurysm. It was reported that, during the index procedure, an angiogram revealed a type iii fabric endoleak, from what appeared to be a hole, in the stent graft limb. The physician elected to reline the limb and cover the area with another endurant stent graft limb. The endoleak was resolved and the procedure was completed. Per the physician, the cause of the event was unknown. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.